Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) flipped in the pocket due to twiddler¿s syndrome. T he ICD was re-implanted submuscularly and remains in use. No further patient complications have been reported as a result of this event.